Event description:
From the medical record it appears that a #7 shiley xlt proximal cuffed trach was placed at another local hosp. Two weeks later, while removing the inner cannula to clean, a small piece of the trach connector -outer cannula lip/locking ring- fell in the trach while another fell into the bed. Per nursing the inner cannula removed easily with no force applied. A bronchoscopy was completed for foreign body removal. None found, it was later found in the bed. No lot number info is available. The following info is on the trach-shiley xlt proximal, i.d. 7.0; 0.d.12.3; l 100; cuffed.